Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The device was mechanically tested and functioned properly. The jaw force was acceptable. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. Additional testing was performed on porcine kidney vessels of varying diameter. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a low anterior resection case, the device was not sealing vessels as well as expected. End tones, indicating a complete seal cycle, were provided by the generator in use during the case. The bleeding was less than 500cc and there was no patient injury reported.